Event description:
The customer called to get assistance making their remote work. It also was reported that the pump did not have an audible tone. Assisted with turning the audio bolus feature on so the remote works. Troubleshooting was performed. The audible tone could not be heard.